Event description:
(B)(4). Since being implemented with essure in (B)(4) 2015 I have had daily pain. Severe bloating, severe pelvic pain, stabbing pains in left and right side where tubes are, burning pain in pelvic area.